Event description:
It was reported that the unit experienced an e-1 error.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, and the correct software loaded. Standby mode did not activate and the bulb failed to ignite. An e-1 error message appeared on the display. The power-up sequence was repeated multiple times. An e-1 error occurred after each cycle. An eval was performed on the ability of the lightcable and jaw to engage. The eval failed due to the jaw not locking in the open position. The bulb from the product was placed into a known good x8000 lightsource test unit. A measurement was taken on the lumen output. The measurement was below the required spec. The root cause of the reported failure was traced to a defective ballast. Further investigation revealed that the bulb was also defective. A corrective action has been implemented to improve the performance of the ballast and to make the occurrence of e-1 errors less likely. In sum, the customer complaint of an e-1 error was confirmed. The failure mode will be monitored for future reoccurrence.